Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the patient¿s modular cable could not be confirmed as no images were provided for review and the modular cable was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was provided. If heartmate (hm) 3 modular cable is returned at a later date, this investigation may be reopened to include the evaluation of the cable. The relevant sections of the device history records for modular cable were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use and heartmate 3 patient handbook are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which explicitly caution the user not to twist, kink, or sharply bend the driveline. Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. These sections further caution to never submerge the driveline or other system components in water or liquid, as this may cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a tear in the outer lumen of the modular cable, exposing inner lumens. No unusual alarms noted in the controller history. Rescue tape was applied during provider visit and later replaced on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed damage to the outer jacket. Discoloration of the outer jacket as well as the inline connector bend relief was also observed. Although a specific cause for the observed damage and discoloration could not be conclusively determined, it did not appear to have contributed to an electrical issue. The heartmate 3 modular cable was returned in used condition. Upon examination, a slight tan discoloration was observed in the outer polyurethane jacket. Additionally, a dark tan discoloration was observed in the inline connector bend relief. The controller connector bend relief was unremarkable. A layer of tape was observed approximately 7.5" - 9" from the controller connector. Upon removal of the tape, the jacket was torn approximately 8" from the controller connector. The outer jacket material appeared to have expanded and stretched in this location, creating a small flap of polyurethane on one side of the cable. The underlying armor layer showed no signs of damage. The controller and inline connector pins appeared unremarkable. The modular cable passed manufacturing test procedure and was determined to function as intended. The relevant sections of the device history records for modular cable were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use and heartmate 3 patient handbook are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.